Manufacturer narrative:
Follow-up # 1; date of submission: 9/20/2016. The device has been returned and evaluated by product analysis on 8/26/2016 with the following findings. A review of the pump¿s black box data showed unexplained pump reboots. The pump reboots were duplicated with the returned battery cap. During a visual inspection of the pump, it was observed that the battery compartment had two cracks. There was also corrosion observed inside the battery compartment. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the bolus button was responsive during the investigation. A leak test was performed and failed due to the battery compartment leak and the bolus button leak. It was also observed that the returned battery cap had stripped threads and was unable to fully attach to the pump. A new test battery cap was used to complete the investigation and it was able to carefully attach to the pump and was used to complete a 24 hour duration test. No pump reboots were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/04/2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.